Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Additional attempt to obtain details on device reprocessed/resterilized by medtronic or third party were made and response received indicated no additional information is obtainable. The patient indicated the device as donated, and initial review of stored data revealed previous history. As the device was implanted outside of the united states and no details regarding the implanting facility are available the patient is deemed the only source of contact. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Analyst commented, battery voltage was 2.66 volts on (B)(6) 2016. (B)(4).

Event description:
It was reported that during use reason for implantable cardioverter defibrillator (ICD) unexpected and/or premature battery depletion was requested. Longevity estimation was provided. The ICD remains in use and plan for explant to be determined. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was further reported that the ICD was explanted and replaced. A comparison of the use before date field and implant date found the device was implanted after the use before date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.